Manufacturer narrative:
Hillrom received a report from a customer through mw 5170302 of a power cord damage with exposed copper wires. There was no patient/user injury reported. Customer information, device model or serial number were not provided. Baxter has captured this reported event under generic stretcher bed. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the reported event of the bed at this time. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. There was no patient/user injury reported.